Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that vessel rupture occurred. The target lesion was located in the right coronary artery (rca). A 32mm x 4.50mm taxus element drug eluting stent was advanced and deployed to treat the lesion. Following stent deployment, post dilation was performed with the stent balloon; however, the vessel ruptured and the patient was sent for surgery. No further patient complications were reported and the patient's status was stable after the surgery.